Event description:
It was reported that the guidewire could not be advanced through the left ventricular lead. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.